Event description:
Pt's mother contacted dexcom technical support in regard to dexcom's 6/24/10 letter to pts describing the possibility for sensor fractures. Pt's mother reported that pt had experienced two broken sensors approx 4-5 months prior to receiving the letter. The sensors were discarded and are unavailable for eval. Pt has not experienced any discomfort or pain at the insertion sites. This is MDR 1 of 2 (see MDR 3004753838-2010-00141).

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.